Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-05-08. H.6. Investigation summary : seven samples and five photos were provided to our quality engineer for investigation. Upon visually inspecting the photos, damage on the barrel thread was observed. A device history record review found no non-conformances associated with this issue during production of lot 1912006. The areas where pieces run in manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. H3 other text : see h.10.

Event description:
It was reported that syringe 10ml ll was damaged before use. This occurred on 7 occasions. The following information was provided by the initial reporter: additional information from the customer's response on aeqs: the items have been found faulty during our compounding process, the final cap couldn¿t be attached to syringe therefore they have been rejected during the manufacturing process. We have come across 7 faulty syringes where we have noticed a defect in the plastic at the top threaded section.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10 ml ll was damaged before use. This occurred on 7 occasions. The following information was provided by the initial reporter: additional information from the customer's response on aeqs: the items have been found faulty during our compounding process, the final cap couldn¿t be attached to syringe therefore they have been rejected during the manufacturing process. We have come across 7 faulty syringes where we have noticed a defect in the plastic at the top threaded section.